Event description:
On (B)(4), 2010, a respiratory therapist reported inomax ds, # (B)(4) had a nitric oxide (no) sensor failure, with no readings between - 1 to 52 parts per million (ppm) while on a pt. The respiratory therapist states there was no harm to the pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(4), 2010, a respiratory therapist reported that inomax ds, (B)(4) had a nitric oxide (no) sensor failure, with no readings between - 1 to 52 parts per million (ppm). The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.